Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tortuous bifurcation lesion in the circumflex and marginal arteries. The tip of the balance middleweight universal ii guide wire was shaped, and the guide wire was advanced; however, the physician decided to perform additional shaping of the tip. During removal, the guide wire met resistance with the guide wire introducer, and the devices were removed as a unit. The tip of the guide wire was then shaped successfully, and the device was used to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.